Event description:
Hcp reported a patient in the dbs study experienced exposed dbs wire and infection. The patient was treated with intravenous antibiotics and explant of the lead wires. Postop brain CT scan showed no apparent complication. Culture grew 5 colonies of propoionbacterium acnes, sensitive to vancomycin. Wet to dry dressing changes with packing are done bid with a small amount of serosanguinous drainage. Intravenous vancomycin continued for 14 days.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facilitys reporting criteria will be filevaluation summary lfj103743v no anomalies found; full lead returned for analysis.